Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous tibialis anterior artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.